Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). There were no system logs available for this procedure.

Event description:
It was reported that at the start of a da vinci assisted prostatectomy, a cannula was inserted and because the prostate and bladder were adhered to the peritoneum, the surgeon performed a lysis of adhesions. However, during the adhesiolysis, the bladder was inadvertently perforated due to the peculiar direction of adhesion between the bladder and prostate. The bladder was unknowingly in an adhesion that was taken down. A subsequent repair was performed by placing suture robotically. Due to the larger than expected size of the prostate, adhesions, and injury, the procedure was aborted after the bladder repair, and the patient will switch to radiation therapy. Per the surgeon, this event was unrelated to an intuitive surgical, inc. (Isi) product. During follow up with a surgeon present during the procedure, through the safety control specialist, it was learned that the monopolar curved scissors (mcs) was being used to take down the adhesions when the injury occurred. There was no non-intuitive or unexpected motion of the instrument. The adhesions were unique, the prostate was severely enlarged, and the surgeon misjudged. The bladder being hidden in adhesion tissue made it difficult to confirm its location. The surgeon does not believe the da vinci system hindered the ability to perform the prostatectomy and says that regardless of the surgical modality, the procedure would have been aborted.